Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4), alleging that his wife¿s onetouch ultra mini meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation and further information obtained when csr reviewed the call as the patient/reporter were not able to be contacted via telephone the reporter stated that the meter issue began on (B)(6) 2018, alleging that they obtained an alleged inaccurately high blood glucose result of ¿140 mg/dl¿ on the subject meter compared to ¿90 mg/dl¿ on a hospital meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages her diabetes with insulin (self-adjuster). It was noted at the time of the call the patient was 30 weeks pregnant. The reporter stated that the patient first started using the meter on (B)(6) 2018. On (B)(6) 2018 as she was getting high results she started to take insulin 10 units as advised by her doctor. On (B)(6) 2018, the reporter stated that she began increasing her insulin by 2 units every 2 days. On (B)(6) 2018, between 7 and 8 am, she administered 18 units of insulin, in response to the result of ¿140 mg/dl¿ on the subject meter. After taking the 18 units of insulin (time span not known), she reported developing symptoms of ¿pain on the right side of belly, general slowness, lack of energy, swelling and drowsy¿. The reporter stated that in the early hours of (B)(6) 2018, the patient attended the emergency department at the maternity hospital. A result of ¿140 mg/dl¿ was obtained on the subject meter, ¿90 mg/dl¿ on the hospital meter and a laboratory test of ¿84 mg/dl¿ was obtained. The reporter stated that his wife was been observed constantly and insulin dosages monitored, no other treatment was reported. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr also noted that the patient¿s test strips had been stored correctly, were within expiry date. The vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that may have been a serious injury adverse event, that required her to be admitted to hospital, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.